Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). G2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during acl reconstruction surgery that the juggerstitch did not properly fire. There was no reported harm or injury and no reported delay. The surgery was completed using another juggerstitch and the patient did not retain any foreignparticle. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). Visual examination of the returned product identified the sutures and both anchors were out of the needle and the suture is stained/discolored and damaged from use. The device has been cycled 2 times and the flexible sleeve is positioned at the tip of the needle. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.